Event description:
It was reported that during implant, the lead exhibited poor r-waves and capture thresholds. Twenty four hours post implant, the patient experienced bradycardia and syncope. The lead impedance was less than 100 ohms. The lead was explanted and replaced. The patient's condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an electrical short circuit, x-ray revealed overtorque of the distal coil at the connector area.